Event description:
Information was received that per the physician, the revision is just because the battery life remaining is 8-18%. The previously reported mechanical complication note was the diagnosis the surgeon uses when doing a battery replacement, and is not indicative as a true malfunction. The device was replaced due to prophylactic reason. The explanted device has not been received into analysis to date however device evaluation is not necessary as the reported malfunction has been confirmed invalid.

Event description:
It was reported per the referral form that the patient has been referred for vns revision with note "mechanical complication". No other details were given no surgical intervention has been reported to date. No additional relevant information has been received to date.